Manufacturer narrative:
Correction: describe event or problem: it was reported with the use of three of the bd safetyglide¿ shielding sterile subq hypodermic needles there was an issue with foreign matter. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: all of the packages received revealed the trays (bottom-clear film) were malformed. 4 of the packages received had a partially open seal. One of the packages received disclosed a compromised seal. The damage appears to be caused by external conditions (ex. Exposure to extreme heat) during transit/handling of the units. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of three of the bd safetyglide¿ shielding sterile subq hypodermic needles there was an issue with foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile subq hypodermic needle there was an issue with foreign matter.